Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze. The programmer was power cycled and then took approximately 45 minutes to boot up. Additionally, the programmer would not interrogate a device unless the radiofrequency (rf) head had all green lights illuminated, indicating full telemetry. The programmer remains in use. There was no patient involvement.